Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure the maryland bipolar forceps instrument bipolar pin was noted to be broken. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that both bipolar pins were bent at the back end of the housing, not broken. Both pins were touching as a result. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Engineering also found the instrument was missing one of the release levers but there was no damage found on the housing. Not all of the pins and snaps were broken. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the main tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.